Event description:
The surgeon performed a femoral artery to popliteal artery interposition graft procedure using an 8mm vascular graft and gore-tex suture. Approximately 1 to 2 hours post operation, the pt developed shock symptoms and a hematoma in the right groin area. The pt was returned to the operating room. Upon examination, it was determined that the proximal anastomosis was separated. The suture ends were located with no knot present. The anastomosis was repaired with no further complications reported.